Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient developed a rash under the front therapy electrode. Staff at the patient's rehabilitation facility treated the rash with prednitop cream. The patient reported that the irritation improved.